Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the tl455 instrument would not fire completely. The rep reported that this was all the info left by the clinical coordinator. There was no consequence to the patient.